Manufacturer narrative:
Additional information: e1, g3, h2

Event description:
During a supraventricular tachycardia procedure, while in use with the patient, it was noted that the tip of the sheath fractured while introducing the inner dilator. The sheath was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath was noted to be fractured at the distal end. Additionally, the sheath was yellowed and noted to be cracked in multiple locations throughout. The damage is consistent with degradation of the device due to exposure to uv light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU) warns that the product should be stored in a cool, dark, dry place. The cause of the sheath fracture is consistent with not following the instructions for use.